Manufacturer narrative:
(B)(4). Additional information: when the device was fired, the device slipped off the tissue? No. Were the staples present but not in the tissue? No staples in tissue at all could not tell in gun as it would not open, was the device fired on tissue and no staples were present? Yes. On what tissue type was the device used? At what location on the tissue? Rectum- low down. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? 1st. Was buttressing material utilized? None. Were any difficulties encountered when closing on the tissue? Didn't feel right. Was the tissue pin in place prior to firing? Yes. Was the instrument fired across or near an existing staple line or clip? No. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Yes a cdh afterwards. Were any unexpected noises heard? - were any of the forces higher or lower than expected (closing, firing, or opening)? Closing. Was there any difficulty removing the device from the tissue? No as surgeon had cut tissue, although the device did not open it slid off. Was proximal and distal control maintained on the tissue during the firing sequence? - what were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? - did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. Was the firing to close a side by side anastomosis? No. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? - was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The device opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a reversal of hartmans procedure, clamped staple on tissue low down on rectum closed, fired, and cut. Device came off and was apparent had not stapled. Gun would not open afterwards. Surgeon stated it hadn't felt right when closing. Managed to get another like device lower down to staple off rectum. No patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.